Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted during a transobturator tape procedure performed on an unknown date. According to the complainant, on (B)(6) 2012, the mesh eroded through the vaginal wall which caused the patient to experience vaginal trauma, poor healing, vaginal infections, ongoing bladder incontinence issues, and mental stress. The mesh was removed from the patient in (B)(6) 2012.